Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the event was also considered resolved two weeks later.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that cerebral infarction occurred. In (B)(6) 2017 a 33mm watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure. At the 45 day follow up appointment in (B)(6) 2017, it was noted there was no thrombus on the atrial facing surface of the watchman closure device. In (B)(6) 2017 the patient was hospitalized and diagnosed with cerebral infarction. It was noted that he had developed a sensory disturbance of the left arm, the suspected cause was atrial fibrillation. The patient was discharged two weeks later. No further patient complications were reported.